Event description:
It was reported via repair work order that the power coil cord are damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the no power to the bed and the footend lift was stuck elevated due to power coil cable was damaged with exposed wires and malfunction cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the no power to the bed and the footend lift was stuck elevated due to power coil cable was damaged with exposed wires and malfunction cpu board.